Event description:
Additional information received from a manufacturer representative reported that they met with the patient on (B)(6) 2016. They were not sure how the patient fell but an impedance check was performed and everything tested normal. The patient was reprogrammed and they were able to get coverage in the patient's legs and back where needed. They were able to get the stimulation out of the patient's ribs.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had stimulation in the wrong location. The patient had experienced a fall and landed right on their implantable neurostimulator (ins), hitting it really hard. After that fall they were having stimulation in the rib cage and abdomen and it was really bothering them. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.